Event description:
It was reported that during a bullectomy, the 1st device was locked out at the 1st stroke of the first firing. The same event occurred in the 2nd device. The doctor commented that said the 2nd device was carefully used to avoid to be locked out. The cartridge was gold. Reinforcement material was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The sc60 device (a) was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received fully fired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that sc60 device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.